Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of vascular dissection, hemorrhage, ischemia, fistula, infection, pseudoaneurysm and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effects of vascular dissection, hemorrhage, ischemia, fistula, infection, pseudoaneurysm are listed in the electronic the electronic prostar instructions for use (eifu), as potential complications resulting from procedures associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. The additional devices referenced in b5 are being filed under separate medwatch reports. Attachment article titled, "major vascular complications after percutaneous transfemoral approach for transcatheter aortic valve implantation in propensity-matched cohort: impact on clinical outcomes and survival."

Event description:
The article aimed to analyzed patients who underwent transfemoral transcatheter aortic valve implantation. Patients were divided in two groups: patients occurred major vascular complications (mvc group) and those who did not present the complication (no-mvc group). Between january 2012 and december 2023, a total of 2,296 patient underwent transcatheter aortic valve implantation (tavi). Throughout the case study, a prostar, proglide, or starclose were used to close the access site. It was reported these devices may have caused or contributed to arterial dissection, bleeding requiring transfusion, lower limb ischemia, arteriovenous fistula, severe infection, false aneurysm, medical intervention, surgical intervention, and prolonged hospitalization. The article concludes by stating major vascular complications after transfemoral transcatheter valve implantation are associated with worse clinical outcomes. Details are listed in the attached article, titled ¿major vascular complications after percutaneous transfemoral approach for transcatheter aortic valve implantation in propensity-matched cohort: impact on clinical outcomes and survival.¿